Event description:
The pt reportedly experienced sound quality issues and pain at the implant site. External equipment was exchanged; however, this did not resolve the issue. The pt continues to be monitored.